Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. The patient was in normal condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found the lead was received in two pieces. An insulation abrasion was noted at 5.7 cm to 5.9 cm from the connector pin and at 35.9 cm to 36.2 cm from the distal tip. The abrasions were consistent to constant friction to another implantable device. This likely contributed to the reported complaint of noise.